Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a message appear stating that fiber optic module maintenance was needed. The customer reported that a traditional fluid based catheter for pressure source was utilized. There was a patient death that the hospital said was not contributed to the balloon pump, the patient was off of a major heart surgery and on extracorporeal membrane oxygenation (ECMO). Please refer to related mfg report number 2248146-2020-00598 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a message appear stating that fiber optic module maintenance was needed. The customer reported that a traditional fluid based catheter for pressure source was utilized. There was a patient death that the hospital said was not contributed to the balloon pump, the patient was off of a major heart surgery and on extracorporeal membrane oxygenation (ECMO). Please refer to related mfg report number 2248146-2020-00598 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue. After cleaning the connector the issue remained. The stm took the fiber-optic module out and began to pull apart the lamp 2 connector and found the connector was not fully seated. The stm seated the connector properly and tested the module. The issue was no longer there. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a fiber-optics module needs service message. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.